Manufacturer narrative:
The customer reported leakage of blood and returned one used sample of material mz1000-07, lot 24036035. Upon initial visual examination, the set had no defects or abnormalities. There were also 17 unopened sets returned as well. The sets were tested with water through a bd 10 ml syringe and pressurized to find the leak. No leak or other issues were found, and the complaint could not be verified. The root cause for the leakage could not be identified without a replicated failure. Device history record review for model mz1000-07 lot number 24036035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that they were doing a MRI with contrast when they disconnected the IV tubing there was blood leaking all over the patient and the machine and the blood back filled into the tubing. The hcw was able to clean it all up while wear protective gear. They removed the device from the patient. No patient harm or impact.